Manufacturer narrative:
The customer found the rinse tubing had bubbles and water droplets were seen on the nozzles. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. The initial creatinine (enzymatic) result was 292 umol/l and the repeat result was 65 umol/l. The questionable result was reported outside of the laboratory. The initial albumin result was 14 g/l and the repeat result was 40 g/l. The initial result was released outside of the laboratory and a new sample was drawn from the patient, which had a normal result. The specific result was not provided. The repeat results were believed to be correct. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.